Event description:
It was reported that the day after the indwelling the foley catheter, the drug pinorubin was injected, and then the catheter was spontaneously removed. Upon examination, it was found to have ruptured and wanted to check if there was any loss of fragments.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.